Event description:
The physician was performing a shuntogram procedure using an over-the-wire thrombectomy set, when the angiojet 50cm catheter cracked. There was no harm or delay of procedure and procedure was completed. Patient was discharged home that same day.